Event description:
It was reported that during a carotid artery stenting procedure, balloon hole was noted. The target lesion was located in the carotid artery. A 5.0mm x 20mm x 135cm sterling balloon catheter was used to treat the lesion. During the procedure, the balloon leaked inside the patient's body. It was noticed that the balloon had a hole in it, so they remove it out from the patient's body.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a carotid artery stenting procedure, balloon hole was noted. The target lesion was located in the carotid artery. A 5.0mm x 20mm x 135cm sterling balloon catheter was used to treat the lesion. During the procedure, the balloon leaked inside the patient's body. It was noticed that the balloon had a hole in it, so they remove it out from the patients body.

Manufacturer narrative:
Device evaluated by manufacturer: the sterling catheter was received inside a sterling product pouch and shelf box. The batch number on the label of the returned product pouch and shelf box matched the information on the device. The balloon was deflated, as-received. A guidewire was inserted into the tip and advanced through the lumen. The device was inflated to rated burst pressure (rbp) with an inflation device filled with water; no issues were encountered during inflation. The device maintained rbp for five (5) minutes with no indication of any leaks or other irregularities. The device was deflated by applying negative pressure with the inflation device. Functional testing of inflation and deflation performance revealed no evidence of the alleged balloon leak and balloon burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).